Event description:
It was reported to philips that flexspot monitor intermittently fails to turn on and displays zoomed-out screen on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 27'' qhd color lcd monitor and adjusted settings, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).